Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Event description:
It was reported that the programmer did not respond to the touch stylus pen. Changing out the pen for one that was known to work did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer did not respond to the stylus pen. The overlay/bezel assembly was replaced and the stylus was calibrated. Product ID 229047 analyzer.